Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: a review of the pump black box showed no evidence of pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads. The returned battery cap was undamaged and was able to fit to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During testing, the pump ez-prime steps were performed correctly; no power interruption occurred during the investigation. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The original complaint of a power issue was not duplicated during investigation, however, damage to the battery compartment was confirmed. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.